Manufacturer narrative:
Device evaluation: the device/sample was returned for investigation. The device was visually inspected, and the blue clip is missing. There were no other discrepancies detected. A functional test was performed, and the reported failure was not confirmed. The device is properly working as expected. The root cause of the reported failure cannot be determined since the complaint was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd administration set. It was reported that the set triggered the occlusion alarm during a parenteral nutrition infusion. There was no patient, or clinician injury associated with this occurrence. Another set from a different lot number was used.